Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported to caller that when pt is in the science building at college she is feeling shocks when around a machine called nmr or nuclear magnetic resonance machine. It functions at 500 mhz . Ts reviewed options to lower or turn off therapy, stay outside of safety area, if possible. Caller stated issue started about 6 months ago and then 3 weeks ago she had an incident where she had a big shock, felt dizzy. She was taken to hospital by ambulance to check checked out. Pt was in tachycardia, low blood sugar, a lot of pain. It was mentioned that ins battery level was at 70% in the morning but was at 0% after that event. Shocking sensation goes down leg. Pt doesn't feel this way all the time while in the building. Caller was told by school that this machine runs all the time so they feel if the pt doesn't have it all the time than it isn't the machine.